Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that difficulties communicating with programmer they stated that recently they has significant issues being able to communicate with the programmer and isn't feeling stimulation the same way. She has had to go back to wearing pads at night. Seen for follow up on (B)(6) 2024 and has seen no improvement since explant/reimplant. Still have significant incontinence at night. Probably related to device or therapy. Not related to the procedure and not related to the programming. No change in incontinence; still leaking at night. As for intervention, they tested sensation in the clinic and placed on program c action date: (B)(6)2024 device and then explanted/replaced component: entire system action date: (B)(6)2024. The event is ongoing

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the patient was seen in the clinic on (B)(6) 2025 and reported that the revision had worked well now with resolution of symptoms for the most part. The issue was resolved without sequalae on (B)(6) 2025.

Event description:
Additional information was received from a healthcare professional (hcp) regarding a patient in a clinical study (sdy): it stated that subject reported recently has significant issues being able to communicate with the programmer and isn't feeling stimulation the same way. They has had to go back to wearing pads at night. Seen for follow-up on (B)(6) 2024 and has seen no improvement since explant/reimplant. Still have significant incontinence at night. Difficulty communicating with programmer date of test: (B)(6) 2024. No change in incontinence; still leaking at night date of test:(B)(6) 2024 explanted/replaced component: entire system action date: (B)(6) 2024.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.